Manufacturer narrative:
The insulin pump passed the rewind, self-test, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. The insulin pump had no display anomaly. The device had minor scratches on the lcd window, cracked case near display window corners and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. (B)(4).

Event description:
Customer reported via phone call high and low blood glucose levels. Customer experienced issues with the insulin pump. Troubleshooting for high and low blood glucose levels was performed. Customer's blood glucose level has been as low as 56 mg/dl and as high as 350 mg/dl. Customer has been treating their blood glucose using the insulin pump and manual injections. Customer advised occasionally when they hit a vein they may bleed when removing the site. Customer was able to perform and pass the high pressure test. Customer advised when they were performing the self-test it would take the insulin pump longer than normal to get past the all black screen. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.